Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown . Device evaluation: visual analysis of the returned device identified: fold creases, weight within specification. A microscopic analysis was performed which identified: a curved striated opening on posterior side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side exchange, and capsular contracture baker grade unknown. Healthcare professional additionally reported "shortness of breath," and "chest pain," not related to the device. The device has been explanted.